Event description:
In belgium , on (B)(6)2026, the infusion set experienced adhesion failure due to hot weather and associated perspiration. The loss of device contact resulted in hyperglycemia, which was subsequently treated using insulin pump delivery.

Manufacturer narrative:
E1: event city: (B)(6) event country: belgium name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545